Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck on out of service screen and shown disconnect mode. A technical support specialist (tss) confirmed that communication for station had been restored, allowing successful server communication and clearing the out of service notice. The user was requested to validate from their end prior to case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was stuck on out of service screen. However, there were no delays or adverse events or injuries reported based on this event.